Event description:
It was reported that the device had an electrical reset and wireless telemetry unavailable message appeared during interrogation. The patient had radiation therapy. The representative was able to reprogram the device. The detections were turned off as the patient was under hospice care. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.